Event description:
Codman intracranial pressure (icp) catheter tip tore off during removal remaining in the intracranial space. Skin sutures were cut to avoid resistance during removal. Approximately 1-1.5 cm was retained following removal at the junction of bone and dura as noted on radiology images.